Event description:
On 11/13/2023, it was reported by a sales representative via email that (2) ar-3641sp self-punching knotless 2.6 fibertak repair stitch broke and was unable to tension down when shuttling it through the anchor body. This was discovered during a let procedure 11/10/2023. All broken fragments were removed, and the case was completed successfully. Additional information received on 11/15/2023: the case was completed using another ar-3641sp self-punching knotless 2.6 fibertak.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.